Manufacturer narrative:
(B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 38 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
The event was reported by a customer from USA: "repetitive air-in-line alarms - one patient has had 3 sapphires sent out to the home this week because the different sapphires will not stop having air-in-line alarms. This patient is receiving an infusion of milrione. The sapphire will continually alarm air-in-line constantly throughout the night preventing the patient and their spouse from getting any sleep. This patient is receiving 2.9ml continuously. Finally on wednesday night the patient decided to hang the carrying case with the sapphire and the bag of milrinone on the bed post above where they laid and the air-in-line alarms ceased and the patient received his infusion and sleep. But as nicole the pharmacist points out that if her milrinone patients have to hang their carrying cases on the bed or a pole then the sapphire is not working as ambulatory device and it is behaving more like a pole mounted device. This is not acceptable to fhhi for their ambulatory patients. Patient involvement: yes, death/serious injury: yes, human harm: no." 3 unsuccessful attempts were made in order to receive the pump.